Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. In 2000 the pt presented with recurrent radiculitis. The investigator noted the event as moderate in intensity. Physician ordered an MRI which showed recurrent l5-s1 right disc herniation and prescribed surgery as treatment for the condition. The condition was reported resolved with treatment in 2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible cause for the event. In 2000 the pt presented with axial neck pain. The investigator noted the event as mild in intensity. Physician did not prescribe treatment for the condition. The condition was reported resolved without treatment in 2000. The investigator noted this event as unrelated to the adminsitration of adcon-l the investigator noted idiosyncratic effect as a possible cause for the event.